Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. The case will be closed from olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that upon completion of a therapeutic laparoscopic cholecystectomy procedure, while disassembling the device, it was noticed that the irrigation connector of the valve tubing had been damaged. It is unknown when this damage occurred and whether a fragment was possibly flushed into the patient's body cavity. However, the intended procedure was successfully completed with the same set of equipment and there was no adverse event or patient injury. Furthermore, it was reported that no foreign objects were noted intraoperatively inside the patient.